Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired. During product evaluation, it was found that the motor speeds were erratic. There was no patient involvement. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic, the reciprocating arm, vespels, and various other components were damaged, the control bar was not in the correct position, and the device was out of calibration. The reciprocating arm, fine adjustment cams, and bearings were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.